Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.00mm x 20mm emerge balloon catheter was advanced for use. However, the mid shaft of the balloon broke while advancing through the guide. The device was completely removed by pulling off the wire and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.